Manufacturer narrative:
Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two used q-syte units from an unknown catalog number and unknown lot number. One q-syte was received in a cup and another was loose, both without packaging. One photo was submitted for evaluation which displayed a nexiva dispenser label, nexiva package label, loose q-syte and a cup. There was no further information provided as to what the reported issue was with the q-syte units. Through the visual microscopic evaluation, the septum of unit #1 was found partially pushed into the top body and unit #2 had the septum pushed into the top body. The residual septum material and adhesive deposits were evident of the top body on both units. This is an indication that a bond was provided during the manufacturing process. The septa of both q-syte units were pulled from the top body to their correct positions. The septum slit cuts were present. The devices were confirmed to contain a defect as the septum was pushed into the adapter. DHR could not be performed because of the unknown lot#.

Event description:
It was reported that unspecified bd¿ q-syte had septum damage. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer provided samples for the pr (B)(4). There were also 2 q-sytes added - one has the septum damage and a q-syte in a little cup that has the septum manager confirmed that in pr (B)(4) customer reported problem with nexiva and she don't know what defective q-sytes refers to.

Event description:
It was reported that unspecified bd¿ q-syte had septum damage. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer provided samples for the pr 828832. There were also 2 q-sytes added - one has the septum damage and a q-syte in a little cup that has the septum manager confirmed that in pr 828832 customer reported problem with nexiva and she don't know what defective q-sytes refers to.

Manufacturer narrative:
The following fields have been updated with corrections: manufacturing location: (B)(4).

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ q-syte had septum damage. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer provided samples for the (B)(4). There were also 2 q-sytes added - one has the septum damage and a q-syte in a little cup that has the septum manager confirmed that in (B)(4) customer reported problem with nexiva and she don't know what defective q-sytes refers to.